Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a cystoscopy with the use of an olympus device, the patient developed an infection. A few days after the procedure the patient presented with dysuria and bleeding to urgent care and was treated with antibiotics. The patient has been discharged in stable condition.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization processes and the final investigation as well as to correct the initial report. Corrected fields: d1, d4. Updated fields: h4, h6, h11. The olympus endoscopy support specialist conducted an on-site visit at the customer facility and performed a reprocessing in-service, repair reduction in-service, and facility summary review where the following deviations from instructions for use (IFU) were identified: 1. Pre-cleaning was not performed at the time of the facility review. 2. The handheld leak tester contained fluid in the hand pump, indicating the need for replacement. 3. Cystoscopes were not soaked in detergent for the manufacturer-recommended time, and detergent instructions were unclear and inaccurate. 4. Serial numbers of reprocessed cystoscopes were not documented on the manual high-level disinfection (hld) records. 5. The reprocessing area lacked adequate space, creating potential risk for cross-contamination and limiting the ability to perform properly drying and alcohol flush. 6. Cystoscopes were stored in non-ventilated cabinets that also contained fluid-collecting chucks and other supplies. The customer was advised to correct these deficiencies and is currently using single-use cystoscopes until improvements are completed. Additional in-services, facility reviews, and staff competency assessments were recommended before the facility resumes performing procedures with olympus cystoscopes. Reprocessing area deficiencies must be corrected prior to resuming manual hld reprocessing. Based on the results of the investigation, and since the device was not returned for evaluation, the complaint of patient infection could not be confirmed. The most probable cause of the complaint is not established. Additionally, the reprocessing deviations observed during the on-site service indicate the device was not reprocessed in accordance with the operation manual and reprocessing manual. The following is included in the device IFU and reprocessing manual: -operation manual-page 6: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." - reprocessing manual-page 30: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." - reprocessing manual-page 36: "... Make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." - reprocessing manual-page 78: "allow the endoscope to soak completely in the detergent solution for 0.5 to 1 hour. Do not immerse the endoscope for more than 1 hour. Use a clock or timer to accurately measure the immersion time." - reprocessing manual-page 81, 82: "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk."; "be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.